Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When it's provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its return. (B)(4).

Event description:
User indicated that a 3/16 y connector was used instead of a 1/4" connector per the design of the custom pack. This occurred prior to use. There was no reported patient involvement.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed we will send a supplemental report with our findings. (B)(4).

Event description:
User indicated that a 3/16 y connector was used instead of a 1/4" connector per the design of the custom pack. This occurred prior to use. There was no reported patient involvement.

Manufacturer narrative:
Corrected section: initial MDR section PMA/510(k)# changed from : k08059223 to: k080592. Complaint record # (B)(4).

Event description:
User indicated that a 3/16 y connector was used instead of a 1/4" connector per the design of the custom pack. This occurred prior to use. There was no reported patient involvement.

Manufacturer narrative:
A visual inspection noted that a 3/16" y connector was used instead of a 1/4"y connector. A lot history record review was completed for the reported product and no non-conformances were found that are considered to be related to the event. After product investigation it was determined that there was a 3/16"y connector instead of a 1/4"y connector however the new design including the 1/4"y connector was not approved by the customer so the reported event, although confirmed, is not considered a non-conformity. (B)(4).

Event description:
User indicated that a 3/16 y connector was used instead of a 1/4" connector per the design of the custom pack. This occurred prior to use. There was no reported patient involvement.